Event description:
The product was returned as an implant failure because of failure to osseointegrate. Based on the report, the pt had good oral hygiene, poor bone quantity and type 4 of bone quality. Traditional 2 stage surgery was done. Fixture was placed in tooth location #14. The pt had a medical history of cholesterol. The implant was removed because of lost of integration. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The pt outcome was reported as stable however treatment was ongoing. The fixture would be reimplanted after 3 months allowing the site to heal. Socket preservation was done.

Manufacturer narrative:
Conclusion: lack of osseointegration is a known adverse effect for all dental implants as stated in our IFU. The overall success rate for dental implants is about 95%. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.